Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy pca pump model 6300 was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing and showed that the device was within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths cadd-legacy® pca pump failed to deliver the medication per programmed. It was reported that the volume remaining after infusion was more than what the pump displayed. What remained was 17.5 ml; however, the pump displayed that 0.1 ml remains. There was no reported serious injury to the patient.